Event description:
A malfunction was reported on the pump by the customer, which occurred without any notable prior events. There was no adverse impact on the customer¿s blood glucose level. Technical support arranged to replace the pump, which was still under warranty. The customer was advised to use multiple daily injections (mdi) as a backup therapy, and instructions were given to place the pump in storage mode and return it using a pre-paid label. The customer acknowledged and understood all instructions given.